Event description:
Reporter indicated a vns patient was unable to be interrogated with a vns programming wand. The patient was later successfully interrogated with a different vns wand. The wand has been requested for return but has not been received to date.

Manufacturer narrative:
Conclusion code: device failure is suspected, but did not cause or contribute to a death or serious injury.